Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-09-30. H6: investigation summary: one open 30g x 5mm autoshield duo sample was returned from lot. No. 9231923, cat. No. 329505. Visual examination was carried out on the returned sample and it was observed that the sample was activated upon receipt. Due to the condition the sample was returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Due to the condition the sample was returned no further investigation could be carried out. H3 other text : see h.10.

Event description:
It was reported during use the bd autoshield¿ duo pen needle experienced leakage. The following information was provided by the initial reporter: the customer stated "when using the product, the patient found no obvious abnormalities in the appearance and normal use of the product, and the leakage of insulin injection occurred. When the patient went to the hospital for needle allocation again, the feedback was given to the diabetes specialist nurse, who contacted the salesman of the manufacturer, nurse suggested that the quality of the needle was abnormal."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd autoshield¿ duo pen needle experienced leakage. The following information was provided by the initial reporter: the customer stated "when using the product, the patient found no obvious abnormalities in the appearance and normal use of the product, and the leakage of insulin injection occurred. When the patient went to the hospital for needle allocation again, the feedback was given to the diabetes specialist nurse, who contacted the salesman of the manufacturer, nurse suggested that the quality of the needle was abnormal."